Event description:
The service report shows, the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The malfunction was verified. The customer reports he inspected the device and will be replacing the breath delivery unit pcb. Npb not authorized to repair unit.

Manufacturer narrative:
Npb not authorized to repair unit.